Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) has been explanted due to an infection. No additional icm was implanted after the extraction. No additional adverse patient effects were reported.